Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required hospitalization and antibiotic therapy. The pdrn attributed causality to an unspecified touch contamination event. Staphylococcus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency and/or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused or contributed to the serious adverse events. Furthermore, there was no report of a fresenius device(s) and/or product(s) failing to meet the users¿ expectations or manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that she was in the hospital for peritonitis. The patient was sent home but returned to the hospital with another infection that the hospital did not find. The patient stated they know it exists due to the white blood cell count. During follow-up, the patient¿s home program manager (hpm) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was treated with (ip) vancomycin 2000 mg every 3 days, and ceftazidime 2000 mg daily for 21 days. The patient¿s abdominal pain improved greatly over the next 96 hours, and it was determined the patient could be discharged on (B)(6) 2025. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2025, and the patient¿s ceftazidime was discontinued. The patient has recovered from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without any reported issues. The hpm attributed causality to an unspecified touch contamination event. Per the hpm, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. Prior to the completion of the ip antibiotic, the patient was hospitalized a second time on (B)(6) 2025 due to an elevated white blood cell count (wbc). Initially it was felt the patient¿s peritonitis may not have cleared, however a repeat peritoneal effluent fluid culture and cell count were negative. The patient remained admitted under the care of the infectious disease department until (B)(6) 2025, when the patient was discharged with a primary diagnosis of a chronically elevated wbc count. There was no infection which could be located, and no medical intervention was provided beyond the antibiotics previously prescribed. Therefore, the second hospitalization will not require an additional clinical investigation at this time based on the negative findings.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that she was in the hospital for peritonitis. The patient was sent home but returned to the hospital with another infection that the hospital did not find. The patient stated they know it exists due to the white blood cell count. During follow-up, the patient¿s home program manager (hpm) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was treated with (ip) vancomycin 2000 mg every 3 days, and ceftazidime 2000 mg daily for 21 days. The patient¿s abdominal pain improved greatly over the next 96 hours, and it was determined the patient could be discharged on (B)(6) 2025. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2025, and the patient¿s ceftazidime was discontinued. The patient has recovered from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without any reported issues. The hpm attributed causality to an unspecified touch contamination event. Per the hpm, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. Prior to the completion of the ip antibiotic, the patient was hospitalized a second time on (B)(6) 2025 due to an elevated white blood cell count (wbc). Initially it was felt the patient¿s peritonitis may not have cleared, however a repeat peritoneal effluent fluid culture and cell count were negative. The patient remained admitted under the care of the infectious disease department until (B)(6) 2025, when the patient was discharged with a primary diagnosis of a chronically elevated wbc count. There was no infection which could be located, and no medical intervention was provided beyond the antibiotics previously prescribed. Therefore, the second hospitalization will not require an additional clinical investigation at this time based on the negative findings.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.